Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was noted that the upper case was dented and contaminated, the control knobs, battery drawer, ring cover and high rate cover were contaminated, the bail cover and lower case were broken and contaminated and the battery contact was compressed. The device was to be scrapped in-house. (B)(4).